Event description:
It was reported that the customer's insulin pump alarmed an error while attempting to change the infusion set. Advised that the customer should revert to back up plan, but she did not have it. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor drive support disk.